Event description:
It was reported that during an initial total knee arthroplasty, the inlay would not seat on the tibial plate. A secondary inlay was used to complete the procedure without complication. There was no patient impact and no adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4) d10: medical product: unknown tibial tray. G2: foreign - event occurred in germany. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.